Event description:
Device 1 of 2. Reference MFR report # (B)(4). It was reported the study patient (luxembourg) experienced pain on the right side of her neck. The patient's lead was placed peripheral (off label use.) The patient was hospitalized and an ultrasound revealed permanent inflammation of the sternocleidomastoid muscle. The patient was explanted. It is unknown which device or devices were explanted.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12012. Further information was provided. The patient lost stimulation in (B)(6) 2014. The decision to explant the system was due to inflammation which caused the patient to have more neck pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.